Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: customer reported another device used in this event and it is reported in case (B)(4). Report 1 of 2.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: customer reported another device used in this event and it is reported in case (B)(4). Report 1 of 2.

Event description:
Consumer reported complaint for e-0 accompanied by symptom. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of slurred speech and feeling weak. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the basement area. During the call a blood test was performed by the customer and produced test results of 97mg/dl non-fasting (customer just had orange juice). The test strip lot manufacturer¿s expiration date is 04/26/2020 and open vial date is 2/11/2020. The meter memory was not reviewed for previous test result history.